Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential false negative troponin I (tni) result with the triage cardiac test vs. Lab analyzer. Customer reported a negative tni result with the triage test (lot #w53101rb) vs. A positive tni result on their lab analyzer. The sample was re-tested on a new lot of triage product (lot #w53451rb) with a negative result. Testing was not performed on the lab analyzer at that time. The customer reported that the pt was diagnosed with an mi and transported to a sister hosp. No other pt specific info was available.